Event description:
It was reported that the patient¿s device was removed during the patient¿s stay in the hospital. A manufacturing representative (rep) suspected there was an infection at the pocket site. It was noted that the patient later died, and as far as the rep knew, the death was caused by multi-organ failure after the patient contracted pneumonia. The rep mentioned the infection might have been involved with the death. But it was later reported that there was no relation in the system being related to the patient¿s death. His cause of death was actually related to some other diagnosis.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).